Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oily foreign matter was found in the barrel of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. There was no report of patient impact. The following information was provided by the initial reporter: they have a very small amount of an oily substance inside the black portion of the barrel.

Manufacturer narrative:
H.6. Investigation: it was reported that oily substance observed on the stopper. Based on verbatim it most likely silicone. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that oily foreign matter was found in the barrel of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. There was no report of patient impact. The following information was provided by the initial reporter: they have a very small amount of an oily substance inside the black portion of the barrel.